Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number unknown and not provided at time of report.

Event description:
The customer reported that after a blackout, the default alarm limit of pvc/min was changed from 10 to 99. A vtach that has the pvcs at 99 could lead to a delay in a red alarm occurring. There was no adverse event or patient harm reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.